Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that stopped on t lock disconnected from housing. Unable to place PICC. Had to drop new PICC. No other information was provided.

Event description:
It was reported by customer that stopped on t lock disconnected from housing. Unable to place PICC. Had to drop new PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a disconnected septum was confirmed but the root cause could not be determined. The product returned for evaluation was one 5fr dl powerpicc catheter w/ t-lock assembly and 3cg stylet. A gross visual inspection of the returned sample found that the t-lock septum was separated from the t-lock connector. Microscopic inspection of the t-lock found similar looking residue on both the bottom of the septum and on the t-lock connector, along the ridge where the septum typically rests against. This likely indicated that the septum had at some point been present inside the t-lock connector. Additionally, the septum was visibly larger than the proximal opening of the t-lock connector, making it likely that the t-lock would have to have been over-pressurized to separate it from the t-lock. However, based on the available evidence, this could not be conclusively determined. Therefore, the root cause remains unknown.